Event description:
Our rep reports to us that during an arthroscopic shoulder procedure, the surgeon states that the generator alarm cautioning that the activated vapr electrode's tip was in too close of a proximity to a metallic object sounded; however, the electrode was not near any metallic object. The surgeon removed the electrode and examined its distal tip; he noted that there appeared to be some metal mass missing. The surgeon viewed into the joint space and noticed that there were some metallic flakes therein. The surgeon used suction to remove as much debris as possible, however, some remained behind. The procedure was concluded successfully without further incident or harm to the pt.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.